Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient experienced an event where the infusion set tubing was disconnected from site on 25-feb-2025. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.